Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call, the insulin pump had alarmed no delivery during regular bolus. Customer' s blood glucose was 135 mg/dl. Troubleshooting was performed and the alarm reoccurred when the customer performed a manual prime into the air. Customer was advised the alarm was caused due to a reservoir and infusion set occlusion. Customer is not returning the reservoir for analysis.